Event description:
It was reported "the balloon was inserted, the alarm showed helium leakage after a while, the device stopped working, the alarm was still on after restarting, and blood was found in the helium tube. The operator removed the balloon and found that the tip of the balloon was bent, and replaced it with a new one, and the device worked normally". The second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is report.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon re-turn, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane; the sheath was noted buckled. The visible portion of the bladder was fully unwrapped. Liquid blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. Bends to the iabc central lumen were noted at approximately 32cm, 37cm and 47cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. A lab inventory one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc distal tip with force. Upon removal of the teflon sheath, a bend to the iabc central lumen was noted at approximately 5.5cm from the iabc distal tip. The iabc was leak tested using in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 5.5cm from the iabc distal tip, which is the location of the previously noted bend. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 76.5cm from the iabc luer, which is the location of the previously noted bend. Some blood and debris were noted on the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood was found in the helium tube" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon was inserted, the alarm showed helium leakage after a while, the device stopped working, the alarm was still on after restarting, and blood was found in the helium tube. The operator removed the balloon and found that the tip of the balloon was bent, and replaced it with a new one, and the device worked normally". The second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is report